Event description:
It was reported that the patient expired. The patient had previously been seen in hospital due to dizziness and shaking and found to be iron deficient. The device was interrogated after the patient expired, which revealed that 6 hv shocks were delivered for vf episodes on (B)(6) 2012. Review of printouts by sjm personnel suggests an electrolyte issue, but this could not be confirmed in the field. The hv impedance had been trending upward since (B)(6) 2011.

Manufacturer narrative:
A partial lead measuring 27.5cm was returned. Analysis was normal for the lead portion. Without return of the entire lead, a complete analysis could not be performed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.